Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported this pacemaker system exhibited oversensing of noisy signals on the right ventricular (rv) channel during a signal artifact monitor (sam) episode. This episode took place while the associated rv lead was fractured. No adverse patient effects were reported. This pacemaker remains in service.